Manufacturer narrative:
Concomitant medical products: product ID 3889, lot# unknown, implanted: (B)(6) 2019, product type lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with a trial external neurostimulator (ens) for urgency frequency. Patient reported that he was in pain at the incision site. The patient also stated that the programmer shut off on its own overnight or in the morning and the device is not working properly. Patient stated he was in pain, that the wires are coming out as well as the bandage coming off. The patient also stated he wasn't confident with the evaluation, he was anxious, depressed and stressed. Additional information received from the patient stated that his device was not communicating. He stated that the device was unable to connect. Additional information was received from a consumer indicating that during the trial they kept on receiving an error message on the trial handset and it was determined that the lead had broken. The patient stated that they had so many problems with the trial and the paperwork was all messed up. Additional information was received from the consumer and a healthcare provider via a manufacturer¿s representative (rep). The healthcare provider reported the lead ¿might have been fractured¿ before the connection to the external lead. The patient reported feeling a ¿tug at one point¿ during their test. The lead was removed and then replaced. No further complications were reported.